Manufacturer narrative:
Manufacturing date: march 13, 2017 - march 14, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the bladder had been ruptured. The ruptured bladder was microscopically examined with no signs of abnormality. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a ruptured bladder. This was observed during filling by the pharmacist. There was no patient involvement. No additional information is available.